Event description:
Patient reported seeing power on reset, (por) message on the patient programmer, therapy has turned off and reset to shipping parameters. Patient was then getting the poor communication screen with and without the antenna. There was no symptom reported with this event. The indications for use were bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated there was no change in their activity level related to the device lasting a year. They also mentioned that by "bad battery," they mean that it might be the device in their back. There were no further complications reported as a result of this event.

Event description:
Additional information was received from a consumer (con). It was reported that the patient's implanted neurostimulator (ins) was replaced because it only lasted for a year and they said it was a bad battery. It was replaced in (B)(6) , 2016. There were no further complications reported or anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.